Event description:
It was reported that during percutaneous transluminal coronary artery procedure, the balloon ruptured, resulting in a coronary perforation. A balloon catheter was used to successfully treat the perforation. Reportedly the results were good.